Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient went to the emergency room and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 650 mg/dl. For treatment, the patient stated she was given (IV) intravenous fluids and insulin and other unknown treatment. The pod was worn between 36 and 48 hours on the leg. The patient was vomiting and the ketones were positive. The pod was discarded.